Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "status 93" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequent expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.